Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This report of seven revisions was received from australia and alleged to have occurred between 2003 and 2004. This is the same event as 1043534-2008-00088.

Event description:
The 2007 annual report of the national joint replacement registry of another country orthopaedic association reported this implant has been revised.